Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site that was initially not related to the device. Symptoms were drainage with what appeared to be a blister. It was unknown what caused the infection. The patient was prescribed antibiotics and underwent an ipg explant procedure.